Event description:
It was reported that there was lowered ventricular impedance, for both rv (right ventricular) and lv (left ventricular) channels. When the rv and lv leads were checked on the analyzer, there was no anomaly in the data. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 2187-75, implantable pacing lead, (B)(6) 2005; 5554-53, implantable pacing lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.